Event description:
It was reported that the customer's blood glucose (bg) was 2.8 mmol/l; cause was not known. Customer called for an ambulance and was taken to the emergency room (ER). Customer was treated with intravenous glucose. Low bg resolved with no injury. Customer was discharged the next day. Pump system check was performed with technical support, and no device issue was identified. Customer did not upload pump data for review of the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.